Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient (pt) had been at the doctor's office a while back and there was a rep there. Pt said the rep called their remote a dinosaur and said something about: wires being frayed or something about replacing it. Pt said they no longer have the remote and asked if there was a way if they could tell if it is working or not, they are asking because one of the options was to remove it. Pt said their memory is so bad but they think since implant they were not sure it ever did help their symptoms, they did not want to mess with it. Pt said, they think the rep was saying something about the wires being frayed (clarified not the programmer antenna) and they were talking about: the implant doesn't work, they can replace it or take it out and so that is why the patient threw away their remote equipment. Reviewed doctors and medtronic reps generally have their own equipment they can use to check patient's implanted devices and asked if the doctor/rep did that at the appointment 3 months ago. Pt did not remember. Pt said they did not do any xrays. Redirected to ask the doctor to ask if they checked to see if the ins was working or now and discuss their next steps. Additional information was received from a manufacturer representative, they had spoken with the hcp office and they did not have any record of a rep meeting with this patient. Currently, that was all the rep and the hcp knew regarding the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the patient met with a manufacturer representative (rep) on (B)(6) 2022 and was told that the device was at end of service. The patient wanted the device removed and not replaced and was scheduled for surgery on (B)(6) 2022 however the day of the surgery the patient called in sick to cancel. The patient has not rescheduled. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.